Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in an inappropriate atrial tachy response (atr) mode switch. Boston scientific technical services (ts) reviewed the episode and discussed that the noise was consistent with respiratory rate trend (rrt) signal oversensing. Boston scientific technical services (ts) discussed troubleshooting options in addition to the option of programming rrt off. No adverse patient effects were reported. The patient is scheduled for an in clinic follow up on an unknown date in the future to have rrt programmed off. This product remains implanted and in service.